Manufacturer narrative:
Manufacturer ref#: (B)(4) updated sections on this medwatch: b4, g3, g6, h2, h3, h6 and h11. Complaint conclusion: as reported by a healthcare professional, this was a mechanical thrombectomy to treat acute ischemic stroke (ais). An emboguard 87, 95 cm balloon catheter (bg8795u, 9596328) got kinked during use with vecta 46 intermediate catheter and tt. The emboguard was replaced with a branchor xs. It is unclear of the occlusion site, the vascular course, and at what stage the kink occurred. There was no negative impact to the patient. Other concomitant devices were chikai nexus guidewire and a trak microcatheter (mc). The devices were used according to the instructions for use (IFU). Additional event information was received on 04-jun-2025 indicating that the procedure was performed by combined technique using emboguard, branchor xf, vecta 46, tigertriever. 1st pass: using a 4fr inner catheter and a 35 guidewire standard type, that were used for angiography. The physician attempted to advance the emboguard but could only advance it up to the origin of the ic. In this condition, the thrombectomy was performed with vecta46 and tigertriever in combination, but recanalization could not be achieved. 2nd pass: as the vecta46 could not be advanced, the emboguard was removed from the patient¿s body, and a kink was found on the emboguard. Replaced with branchorxf as a rescue device. Branchorxf was able to advance without any issues, and the procedure continued. While it is unclear when the kink occurred, it is thought to be the timing of the removal of the 4fr inner catheter and the 35 guidewires. Location of catheter tip: the origin of internal carotid artery (ica). Additional event information received on 13-jun-2025 indicated that the event did not result in any undue procedural delay that could be considered clinically significant. Ther was no damage to the packaging. There was no difficulty in removing device from packaging. The target vessel/site being treated was the left middle cerebral artery, segment m2. The aortic arch and internal carotid artery exhibited significant tortuosity. There was no break in material integrity at the site of the defect, such as cracking or fracture. Two kinks were found. The initial examination of prior to disinfection of the emboguarddd device identified two kinks on the distal side of the shaft. A visual inspection of the shaft revealed two locations of torsion evidence at approximately 140 mm and 170 mm from the distal end. Visual inspection of the product revealed crushing of the shaft approximately 45-60mm and 60-125mm from the distal end, and kinking of the shaft approximately 25mm and 95mm from the distal end. No damage was observed anywhere else on the device. Visual inspection also determined that the returned emboguard was correctly manufactured, and all adhesive joints were intact and undamaged. A minimum ID check of the emboguard device confirmed that there was a restriction in the main lumen of the device at the kink (approximately 18095 mm of shaft from the distal end) such that the ball gauge could not be advanced beyond this point without resistance. It was confirmed that the 0.038inch guidewire and dilator could not be advanced through the entire emboguard beyond this point without any problems. Resistance. In the balloon inflation test, the returned unit could be successfully inflated as per the IFU. In a previous replication study of a similar event, when the sample emboguard was advanced to the flexed right internal carotid artery (using a vascular model, type3), the kinking of the sample emboguard bgc was reproduced at the site of flexion of the right internal carotid artery when the access catheter was removed from the emboguard. There was resistance when pulling out the sample emboguard. These results indicate that the device was pulled out without support due to a strongly flexed blood vessel that may have caused the kinking. These results indicate that the kinking may have occurred when the device was pulled out without support in a highly flexed blood vessel. The issue reported regarding the catheter being kinked was confirmed based on the test mentioned above. However, it is also possible that factors that are not described in the information provided, such as patient¿s anatomy, device manipulation, and operator¿s technique, may have contributed to the issue encountered. With the information available, a conclusive cause cannot be determined, however, given the broad sequence of events, there is no indication that the issue reported in the complaint is related to a manufacturing issue. A device history review (DHR) associated with lot 9596328 presented no issues during the manufacturing or inspection process that can be related to the reported complaint. As part of the post market surveillance program, information from this complaint is trended to identify statistical signals for consideration of further correction action. Since there was no evidence to suggest the event was related to a manufacturing or design issue, no corrective actions will be taken at this time. A supplemental report will be submitted if new facts arise which materially alter information submitted in a previous MDR report.

Manufacturer narrative:
Manufacturer ref#: (B)(4). Information regarding patient weight, height, medical history, race, and ethnicity was not reported. The product has been returned for evaluation and testing; however, the engineering evaluation has not been completed. Missing information from this report is identified as blank; this information was not provided in the reported event or available at the time of report submission. This report is being submitted pursuant to the provisions of 21 cfr, part 803 (and/or part 4, as applicable). This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by cerenovus, or its employees that the report constitutes an admission that the product, cerenovus, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
As reported by a healthcare professional, this was a mechanical thrombectomy to treat acute ischemic stroke (ais). An emboguard 87, 95 cm balloon catheter (bg8795u, 9596328) got kinked during use with vecta 46 intermediate catheter and tt. The emboguard was replaced with a branchor xs. It is unclear of the occlusion site, the vascular course, and at what stage the kink occurred. There was no negative impact to the patient. Other concomitant devices were chikai nexus guidewire and a trak microcatheter (mc). The devices were used according to the instructions for use (IFU). Additional event information was received on 04-jun-2025 indicating that the procedure was performed by combined technique using emboguard, branchor xf, vecta 46, tigertriever. 1st pass: using a 4fr inner catheter and a 35 guidewire standard type, that were used for angiography. The physician attempted to advance the emboguard but could only advance it up to the origin of the ic. In this condition, the thrombectomy was performed with vecta46 and tigertriever in combination, but recanalization could not be achieved. 2nd pass: as the vecta46 could not be advanced, the emboguard was removed from the patient¿s body, and a kink was found on the emboguard. Replaced with branchorxf as a rescue device. Branchorxf was able to advance without any issues, and the procedure continued. While it is unclear when the kink occurred, it is thought to be the timing of the removal of the 4fr inner catheter and the 35 guidewire. Location of catheter tip: the origin of internal carotid artery (ica). Additional event information received on 13-jun-2025 indicated that the event did not result in any undue procedural delay that could be considered clinically significant. Ther was no damage to the packaging. There was no difficulty in removing device from packaging. The target vessel/site being treated was the left middle cerebral artery, segment m2. The aortic arch and internal carotid artery exhibited significant tortuosity. There was no break in material integrity at the site of the defect, such as cracking or fracture. Two kinks were found.